Manufacturer narrative:
Device evaluation: one smiths medical pneupac parapac ventilator was returned for analysis. During analysis, device passed lock-off leak test, the reported issue could not be duplicated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator need preventative maintenance as it is reported not be pressurizing. There were no reported adverse effects.